Event description:
Mps reported error 502. Mps reported error 502 multiple time before the case. Doctor said arm felt delayed and no green disappeared on anterior chamfer cut. Mps spoke to fse. Surgery completed robotically.

Manufacturer narrative:
Reported event: an event regarding connection failure involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: replaced the orange hybrid cable and performed testing per service manual. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 06/12/2017 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n: 209999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported error 502. Mps reported error 502 multiple time before the case. Doctor said arm felt delayed and no green disappeared on anterior chamfer cut. Mps spoke to fse. Surgery completed robotically.